Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation, the implantable cardioverter-defibrillator exhibited back up vvi operation. A firmware download was performed successfully. The patient was in stable condition.